Event description:
It was reported that during a remote monitoring transmission for post operative magnet application, potential lead noise/electrocautery was observed on a stored ventricular episode. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2011. (B)(4).